Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message during testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. The downstream sensor and the input/output printed circuit board (I/o pcb) were failing. The downstream sensor and the I/o pcb were replaced.